Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few weeks after implant, the patient had noise that was oversensed causing pacing inhibition. And also observations of high out of range pacing impedances greater than 2000 ohms. It was determined that the lead had perforated the heart wall, so a revision was performed where the lead was explanted and replaced. No additional adverse patient effects were reported.